Manufacturer narrative:
(B)(4). Date sent 10/18/2024. D4 batch #178c10. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45b reload was received along with its opened packaging and partially fired 1/10, with the pan partially dislodged from the right proximal side. In addition, all drivers were present in the reload. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Also, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 178c10, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 255c58, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a lung resection surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.